Event description:
It was reported that the unit kept burning out bulbs and there was a bad smell. It was further reported that the light bulb housing melted, there was smoke coming out of the lightsource, and a fire extinguisher was used. The bulb was not working because of the melting issue. It was further reported that no additional anesthesia was used, no adverse consequences to the pt occurred, and the surgery was prolonged for less than 5 minutes.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.